Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, sponge was lodged in scope and could not be removed at time of procedure. A water soluble lubricant was not applied to the top of the biopsy cap, prior to use. The procedure was successfully completed using another scope. There were no patient complications reported as a result of this event.